Event description:
It was reported that the customer received a lost sensor alarm after the initialization period. The customer's blood glucose was 214 mg/dl. During troubleshooting, it was discovered that the sensor did not appear to be fully inserted and flat against the skin; the customer states this looseness was due to an issue with the adhesive. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.